Event description:
Philips received a complaint on the xl heartstart defibrillator indicating that the internal paddle adaptor is worn and needs replacement. There was reportedly no patient involvement. The customer was the only person to evaluate the device onsite and it was determined that this was a malfunction of the internal paddle adaptor, which will be replaced by the customer. The customer was sent a replacement internal paddle adaptor to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.